Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead migration. The patient had a return of pain. The issue has not been resolved and the issue is ongoing.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-sep-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.